Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were getting their ins removed because their therapy was not working that well anymore since all of this year. The patient stated that they didn't want their ins anymore and that they were seeing their healthcare provider (hcp) every 3 months, but their ins would be removed by a different hcp. The patient added that their manufacturer representative (rep) was supposed to call them back today, but they hadn't received a call yet. During the call, the patient's main concern was about their external devices being lost and them not being able to turn their therapy off for the surgery of their ins. The agent reviewed the role of the rep and the patient stated that they would have their hcp page a rep.